Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level ranged from 275-300 mg/dl. A supply change was performed resolving the occlusion.